Event description:
Reportedly, during pt use, the ventilator stopped ventilating along with an alarm. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Eval summary: eval of the returned ventilator was performed. The reported failure was confirmed. The solder joint on inductor l19 on the control board was cracked and caused an open circuit which prevented the 24 volts supply from activating the pump motor. Replacing the control board resolved the issue. Although requested, pt info could not be obtained.